Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon rupture at 10 atmosphere (atm). There was no resistance felt during removal of the device. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. Patient was good post procedure.